Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 348 mg/dl compared with the sensor glucose reading of 92 mg/dl. The customer stated this had happened several times and was on his last sensor. Customer reported calibration error alerts. Customer also reported a hospitalization. The customer's sensor was replaced and returned.